Event description:
It was reported that the lead could not be fixed, the patient went into tachycardia, pericardial perforation occurred. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.